Event description:
It was reported by the pt's attorney that he was supplied with a trochanteric nail after revision surgery. Due to the repeated nail fracturing, a second revision surgery became necessary.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.